Event description:
The customer complained that the brakes on the stretcher would not hold.

Manufacturer narrative:
The technician replaced the head end brake casters, which resolved the issue. The stretcher is operating within specification. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue.